Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04593. It was reported the patient had an increase in pain due to an increase in her postherpetic neuralgia symptoms. The patient reported the stimulation provided relief while lying down, but when the patient was moving the stimulation intensified the existing pain. Follow up found the pain had settled down, but the patient was using minimal stimulation. It was reported the stimulation was covering the appropriate the stimulation was covering the appropriate areas, and there was no planned course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.